Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of 126 mg/dl. The sensor glucose value at the time of the incident was not provided. The customer's parent was advised that the sensor would be replaced but will not return the product for analysis.